Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 300-400 mg/dl. The customer was treated with manual injection and bolus for the high blood glucose. The customer stated that infusion set leak under the tape. The customer experienced skin irritation. The customer was assisted with troubleshooting for infusion set leak and not for blood glucose, skin irritation. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was not in the emergency room as a result of high blood glucose. The insulin pump will not be returned for analysis.